Manufacturer narrative:
No lenses were returned to the manufacturer for investigation. Lot history, device history, sterilization records and trend reporting were reviewed. No issues or nonconformance's were found and no trends were identified, no root cause could be established. The relationship between the coopervision device and the event is unconfirmed.

Event description:
The patient alleges that they experienced severe personal injuries including pain and impaired vision, and medical complications including surgical procedures and permanent injury from the used of the device. Good faith efforts have been made to obtain additional information without success, additional information is unknown. This event is being reported in an abundance of caution due to incomplete diagnosis, lack of medical information, and unknown resolution.